Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she's noticed a difference between her blood sugar and sensor glucose. The customer's sensor was giving a reading between 65 mg/dl and over 400 mg/dl. Customer's actual blood sugar was 435 mg/dl. Customer stated that she treated by insulin pump. The customer declined to troubleshoot for high blood glucose. The sensor was expired. The insulin pump will not be returned for analysis. The sensor will not be returned for analysis.